Event description:
A high readings issue was reported with the adc device. It was reported that the sensor gave "persistently high" readings, and the customer was treated with insulin (dose/type unknown). The customer became fatigued and was found "foaming at the mouth and falling down" by spouse. The customer was transported to hospital via ambulance, receiving glucose via IV. The next day, the customer had contact with their general practitioner, was reported to be diagnosed with hyperglycemia and dehydration, and had their daily humalog insulin dosage adjusted (6-6-8 iu to 8-8-8 iu). The customer then became hypoglycemic again 2 days later and visited another hospital, but it is unknown if additional treatment was required. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023. The impacted product associated with this complaint has not been distributed in the us. Impacted product was distributed to canada, japan, saudi arabia, and the united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1004-2023. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.